Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant due to paravalvular leak per the operative report received on (B)(6) 2012, the subject valve was implanted. Aortotomy was closed in the usual fashion. Clamp on the aorta was released, heart contracted spontaneously and when the air was evacuated and hemodynamics were stable, cardiopulmonary bypass was terminated. Echocardiographic examination of the valve revealed a paravalvular leak which was significant. Decision was to crossclamp again and the heart was arrested. Aortotomy was closed, and reinforcement of the sewing ring, the suture of the valve to the annulus was accomplished with more sutures reinforced with teflon pledgets. Once again, the aortotomy was closed. Clamp on the aorta was released and the heart contracted spontaneously. With the heart contracting completely, echocardiogram assessment of the valve again revealed the same paravalvular leak. Decision was made to replace this valve with a small size 21. The subject valve was removed and a 21mm edwards valve was sutured to the annulus. The aortotomy was closed. With the heart contracting, generating a pressure of 120, the leak was 90% better. The decision was made to leave the present situation and cpb bypass was terminated. The patient tolerated the procedure well, and was taken to the ICU in satisfactory condition.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the valve was not returned to edwards for analysis, and therefore, the subject valve could not be assessed for any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization. No further actions are possible with the available information.